Manufacturer narrative:
H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens; tamper seals were missing. There was no evidence of the error or reported problem in the event history log. The reported problem was duplicated. Error code 46011 was detected at power up. A faulty main board was found to be the cause of the reported issue. For corrective action the faulty main board was replaced. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms#: (B)(4).

Event description:
It was reported that the device displayed error code 46011. No patient injury was reported.